Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 17459554. Product family: upn: (B)(4), model: sc-2316-70, serial: (B)(4), batch: 17008988.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. All device components were explanted and were not returned.